Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown screws, part# unk, lot# unk. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported a screw fractured upon insertion during implantation of a temporomandibular joint prosthesis. The fossa already had two screws inserted, and the two already inserted screws were removed to facilitate removal of the piece of the fractured screw. Some of the bone around the fractured screw had to be milled around the screw to allow pliers to grip the shaft of the fractured screw. The fractured screw was removed resulting in a delay of around twenty minutes. The field was then filled with a rescue screw and the implantation surgery was successfully completed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted which confirmed that the screw has fractured where the screw head meets the screw body. The DHR will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For this part (99-6579) and the previous one year (from the notification date) regarding the screw breaking, there is a (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is the application of excessive force beyond what the screw is designed for. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Review of sales data revealed that one lot number was sold to the hospital during the time period of the incident. The was the only complaint found regarding a broken screw for this part# 99-6579, lot# 125350. The DHR for this device was reviewed, no non-conformances were found. There are no indications of manufacturing defects.

Event description:
This follow-up report is being submitted to relay additional information.